Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with degenerative joint disease and need for pulmonary embolism prophylaxis. Approximately four years eleven months post filter deployment, it was alleged that filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and three months later post filter deployment, a computed tomography of abdomen and pelvis was performed for evaluation of inferior vena cava filter. The study showed that there was an inferior vena cava filter with the tilt of the filter aligned with the course of the inferior vena cava and the tip of the filter was located in the inferior aspect of the inferior vena cava 4.2 cm caudal to the right renal vein. The study also showed that several of the struts appeared to perforate beyond the wall of the inferior vena cava predominantly anteriorly with separation of the struts in the 12:00 position by 0.6cm and the strut in the 1:00 position by 0.9 cm. Also, a strut in the 11:00 position was separated by 0.6cm and no perforation into the adjacent structures was identified. Also, a strut in the 5:00 position extended adjacent to but not appeared to extend within the abdominal aorta. The struts were intact without fracture or bent. The final impression showed that the inferior vena cava filter was caudally positioned near the confluence of the iliac veins with perforation of several struts anteriorly into the adjacent fat and extension of one of the struts in the 5:00 position close to the posterior margin of the abdominal aorta but not appearing to perforate the aorta. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2013).